Event description:
Additional information was received that during a routine device check, pacing impedance measurements were greater than 2,000 ohms. During a recent device changeout procedure, this lv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
--

Event description:
Boston scientific received information that the left ventricular lead was electrically abandoned due to a fracture. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.